Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the empty pump was determined. It was noted the patient was seen on (B)(6) 2020 for a pump increase. The patient's alarm date changed from may 27th to may 17th and the next refill was may 20th. The patient was advised not to use all bolus activations but patient used all activations. The patient did not alert the provider until the patient alarmed with low reservoir. On monday night the patient complained that they had no more bolus to use. The pump medications were in route from the compounding pharmacy so there was no way to fill the pump sooner. Upon refill on may 20th, 2020 the patient had a reservoir volume of 0.5 cc left and the pump was not empty. The patient was counseled about ptm use with alarm dates. The patient's weight was (B)(6) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient was seeing error code 8286 (empty pump) on their ptm (personal therapy manager). The healthcare provider stated he had no further information at the time of the report. No patient symptoms and no further complications were reported regarding the event.